Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and reported falsely depressed total bilirubin (tbil_2) pediatric patient result (1 patient) obtained on an atellica ch 930 instrument. The quality controls (qc) at the time showed no erroneous results. The autocheck showed errors that could impact the assays. A clog detection in the dilution probe was found in the pressure transducer of the dilution arm during aspiration. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed total bilirubin (tbil_2) pediatric patient result (1 patient) was obtained on an atellica ch 930 instrument. The initial result was reported to the physician(s), who questioned the result. A new sample was drawn and reprocessed on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed total bilirubin (tbil_2) pediatric patient result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00008 on 11jan2023. Additional information (23jan2023): quality control (qc) was within range from the same reagent pack and does not suggest an instrument or reagent problem. The process error log indicated multiple clog detect errors, sample abnormal aspiration errors, and sample not aspirated errors which indicates a high frequency of poor pre-analytical sample quality. Siemens concluded that the potential cause was due to the poor sample quality with a presence of gel, fibrin, micro clots, and/or cellular debris. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.